Event description:
This lead was implanted on (B)(6) 1991 and was taken out of service on (B)(6) 2011 due to an infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).